Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, lower abdominal pain, left lower quadrant pain, diarrhea and corpus luteum cyst. Concomitant products included ranitidine since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). In (B)(6) 2013, the patient experienced headache ("other injuries/symptoms: headaches") and migraine ("migraines/ headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea") and hypotension ("other" please describe low blood pressure") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, menorrhagia, vaginal infection, depression, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased, hypotension, vaginal haemorrhage, migraine, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypotension, menorrhagia, migraine, nausea, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, uti, vaginal infection, fatigue, dental problems., hormonal changes, headaches, nausea, weight gain. Essure confirmation test:- patient did not undergo essure confirmation test. Essure insertion date was (B)(6) 2012 per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, lower abdominal pain, left lower quadrant pain, diarrhea and corpus luteum cyst. Concomitant products included ranitidine since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). In (B)(6) 2013, the patient experienced headache ("other injuries/symptoms: headaches") and migraine ("migraines/ headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea") and hypotension ("other" please describe low blood pressure") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (bilateral essure removals). Essure was removed on (B)(6) 2021. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, heavy menstrual bleeding, vaginal infection, depression, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased, hypotension, vaginal haemorrhage, migraine, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypotension, migraine, nausea, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, uti, vaginal infection, fatigue, dental problems., hormonal changes, headaches, nausea, weight gain. Essure confirmation test:- patient did not undergo essure confirmation test. Essure insertion date was (B)(6) 2012 per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, product removal details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, lower abdominal pain, left lower quadrant pain, diarrhea and corpus luteum cyst. Concomitant products included ranitidine since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). In (B)(6) 2013, the patient experienced headache ("other injuries/symptoms: headaches") and migraine ("migraines/ headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea") and hypotension ("other" please describe low blood pressure") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, menorrhagia, vaginal infection, depression, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased, hypotension, vaginal haemorrhage, migraine, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypotension, menorrhagia, migraine, nausea, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, uti, vaginal infection, fatigue, dental problems., hormonal changes, headaches, nausea, weight gain. Essure confirmation test:- patient did not undergo essure confirmation test. Essure insertion date was (B)(6) 2012 per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('migration') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included body mass index normal, lower abdominal pain, left lower quadrant pain, diarrhea and corpus luteum cyst. Concomitant products included ranitidine since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). In (B)(6) 2013, the patient experienced headache ("other injuries/symptoms: headaches") and migraine ("migraines/ headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea") and hypotension ("other" please describe low blood pressure") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, menorrhagia, vaginal infection, depression, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased, hypotension, vaginal haemorrhage, migraine, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypotension, menorrhagia, migraine, nausea, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, uti, vaginal infection, fatigue, dental problems., hormonal changes, headaches, nausea, weight gain. Essure confirmation test:- patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs&mr: - reporter information was added. New event added vaginal bleeding, migraine, acid reflux, hair loss was added and psych injury updated depression. Severity added abdominal pain. Medical history, concomitants drug was added. 4th&5th follow up process together. On 2-jan-2020: medical records received :- reporter information, medical history was added. 4th&5th follow up process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), tooth disorder ("other injuries/symptoms: dental problems"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea") and hypotension ("other" please describe low blood pressure") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, menorrhagia, vaginal infection, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased and hypotension outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypotension, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, uti, vaginal infection, fatigue, dental problems., hormonal changes, headaches, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, general abnormal bleeding, nickel allergy, psych injury, migration, perforation other, uti, vaginal infection, fatigue, dental problems, hormonal changes, headaches, nausea, weight gain, low blood pressure, she did not undergo confirmation test. Reporter information, date of birth were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.